Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported via review of historical extravascular implantable cardioverter defibrillator (ev-ICD) data that the device detected an episode in the fast ventricular tachycardia (fvt) zone that was treated with two rounds of anti-tachycardia pacing (atp) and 10 high-voltage defibrillation shocks. The review indicated the first round of atp restored the rhythm to an supra ventricular tachycardia (svt), and the additional atp and high-voltage shocks were suspected to have been inappropriate. The ev-ICD remains in use. No further patient complications have been reported as a result of this event.